Manufacturer narrative:
The qc issue was resolved when the customer reran qc using a new bottle of control. A general reagent issue can be excluded. The investigation did not identify a product problem. The cause of the event could not be determined.

Event description:
The initial reporter received questionable results for several assays from several patient samples tested on the cobas e 801. The initial results were reported outside of the laboratory. The reporter stated that one level of the qc for several assays was suddenly out of range. They had to rerun the patient samples and correct the results. The reporter was able to provide one example of an elecsys troponin t hs assay ver. 2.1 discrepant result: the initial result was 6 ng/l. The repeat result was 3 ng/l. The reagent lot number was requested but not provided.